Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had the ipg (implantable pulse generator) revised because of migration, pain and discomfort. It was uncertain when the revision took place. It was stated the physician had addressed the issue by pocket revision within the same location and fastened the ipg to the fascia.